Manufacturer narrative:
The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident was reported by (B)(6) hospital the event involved a primary plum set. The reporter stated paclitaxel leaked out of top vent in the 14015 filter. Noticed by staff: puddle on blue sheet. Unable to keep the actual faulty line as it was cytotoxic, disposed into cytotoxic bin. The line was used: approximately 1pm. The drug leaked was paclitaxel and leaked at approximately 1/3 through infusion. The line was sitting on a blue sheet, so no spill kit required as the sheet was disposed into cytotoxic bin. The patient did not receive the full administration of paclitaxel, so the remaining amount was calculated and reorder for today. The event occurred during use on patient. The devices was used for 30 minutes. They become aware of the issue through a wet blue sheet. The medication used was paclitaxel. The product was not reprocessed or re-sterilized prior to use. The data was communicated through email. The suspected product is not available for evaluation. There was patient involvement and delay in therapy. There was no patient harm and adverse event.